Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure the physician was unable to retract the helix of this right ventricular (rv) lead in order to reposition it to obtain better parameters. As such, the physician elected to leave the lead implanted and connect to the pacemaker. At follow-up that day the device was found in storage mode and the rv lead exhibited high out-of-range pace impedance measurements. The device was set to brady mode and high frequency noise was observed. The following day a revision procedure was performed at which time the lead was tested via pacing system analyzer (psa) and out-of-range measurements were confirmed in both unipolar and bipolar configurations with noise observed. The lead connection was also confirmed without issue. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.